Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2019-02582. It was reported the patient's scs system was exhibiting impedance issues. Reportedly, upon attempting to turn the stimulation up, error message "desired strength could not be delivered" was displayed. The company representative interrogated the patient's system and found the impedance on all of the lead contacts were invalid. Consequently, surgical intervention was taken and both of the patient's scs leads were replaced. The procedure was successfully completed without any complications.